Event description:
The implant malfunctioned due to an engagement issue. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The implant malfunctioned due to an engagement issue. The malfunctiondid not cause or contribute to a death or serious injury.